Event description:
It was reported that during an unknown procedure, both devices showed the same alleged defect, i.e. The clips were correctly fired from the devices. But they remained misaligned with the legs crossed. The procedure was carried out the finished by using a third new other device. No adverse patient consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.